Event description:
Country of complaint: (B)(6). Complaint states: some doctors from (B)(6) hospital, end client for (B)(4), complained about premilene 5/0 ref c2090012, are saying that the threads are breaking very very easily.

Manufacturer narrative:
Manufacturing site evaluation: evaluation is ongoing.